Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360¿ infuser where it was reported that the pump continued to infuse when put into standby mode. It was stated that the patient had a lung transplant in (B)(6) 2024. The patient was acutely hypotensive. A code blue was called. The propofol tubing was disconnected from the patient in order to push emergency code medications, 200mcg of epinephrine was given intravenously (IV) push by the nurse practitioner that responded. Since the tubing was disconnected from the patient, it was discovered that the IV pump was still delivering the propofol despite being on "standby." The registered nurse (rns) could see the propofol still coming out of the end of the tubing. The pump was programmed for propofol, weight based per what was ordered for the patient. Propofol was intended to run continuously until ordered to wean or when the patient met titration parameters. It was then placed on standby. The delivery issue was noted shortly after the pump was placed in standby mode. There was no possible programming error, the pump programming was verified by several rns when the issue was discovered. The error was also duplicated after the event. The pump was primed with normal saline (with new tubing also) and then placed in standby again, and the pump was still bolusing fluids while the screen displayed "standby". The event history was not printed. The information was already retrieved from the pump itself. The issue is not related to physical damage/abuse. There was patient involvement and patient harm due to becoming hypotensive due to over infusion.

Manufacturer narrative:
Customer complaint: infusion was paused and it kept infusing, the pump was still bolusing fluids while the screen displayed "standby". Tests: self-test and visual inspect. Self-test failed with alarming cassette test failure. Visual inspection performed and found crack on the corner of the front case, rear case and battery was disconnected. The customer complaint was confirmed that the device did bolusing fluid continual and couldn't build up pressure during performance verification test (pvt). Also performed the pvt functional testing and failed to build up pressure and failed the delivery accuracy test during testing and standby. Mechanism need to be repaired. The probable cause was a broken mechanism chassis which affected the I/o valve to work properly. Furthermore, the broken chassis on the mechanism affected the pressure and delivery accuracy as to valve pin were not functioning correctly. Replaced all of the broken components, recalibrated and retested the device and passed. Engineering notes: updates: 07/25/2024 engineering summarizes: customer reported that on (B)(6) an infusion of propofol, weight based, was being delivered to a patient with weight 91.2 kg when it became necessary to place the infusion in standby and disconnect the tubing from patient to deliver an IV push. Customer alleged that the pump continued deliver propofol in spite of being placed in standby. Pump logs showed only one infusion was programmed on the device during on (B)(6). Specifically: at 14:50:33, a weight-based drug name beginning ¿pr¿ was programmed for a patient with weight 88 kg for 80.0 ml @ 50.0 mcg/kg/min (which calculated to 80 ml @ 26.4 ml/hr over 3:01:49 hrs. At 14:52:04 (i.e. After running for 91 seconds) the infusion was titrated to 40 mcg/kg/min (i.e. 21.1 ml/hr for 3:45:46 hrs. At 14:54:21 (i.e. After running another 137 seconds) the infusion was placed in standby. At 14:56:10 (i.e. After being in standby for 109 seconds) the program was stopped with no additional fluid logged as delivered by the pump. Engineering notes that the logged infusion is generally consistent with the report (drug name ¿pr¿ matching ¿propofol¿ and being weight based), though differing in the patient weight (entered in the pump as 88 kg, rather than the reported 91.2 kg). Also, the infusion ran only a bit under 4 minutes before being placed in standby. Engineering further notes that the pump did not log delivery of any medication once the program was placed in standby. However, since the tubing was disconnected from the patient, engineering cannot rule out the possibility that fluid then drained from the distal end of the tubing under force of gravity. The logs only show that the pump did not continue actively pushing fluid once placed in standby. Engineering evaluates that the complaint could not be confirmed based on the logged data. Engineering recommends service perform a test the above hypothesis by starting an infusion filling the distal line with fluid (ideally propofol, since other fluids may have different viscosity, density and surface tension) and then place the pump in standby and allow the distal line to hang loose to observe if fluid will free-flow from the tubing under force of gravity. Pump was serviced on 4/15/2024 by ICU medical field service, see sr-2907348. Probable cause of issue requiring service was damaged fluid shield. Pump passed all pvt following repairs. The pci and the investigation summary for this complaint meet requirements for investigation level 3 activities (per 1911-sop).